Manufacturer narrative:
The programmer was received for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - no smoke observed, bad contact in the transmitter and signal cable. The smell of burned electronics may be caused by a short circuit in one of the cable which may have heated the power module. The transmitter and signal have been replaced, and the power module has been preventively replaced. The root cause of the defective device is due to a bad handling from the user.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the programmer displayed a message "translator defective" and was also smelling like burn electronics. The issue was detected preoperatively.